Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl. Customer also received with compromised force sensor system alert and insulin coming out. Customer does not want to troubleshoot the insulin pump. Customer stated that, the insulin was squirting out during the manual prime process and continues to drip after motor stops during the manual prime process. Customer stated that, they are unable to exit the preparing to prime loop. The insulin pump will be returned back for analysis.

Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify the compromised force sensor system alarm due to motor error alarm. Pump received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.